Event description:
Specimen retrieval bag split. No injury to patient. Surgeons used another without issue. Same day another case reported the same issue with bag splitting. Different lot number - not reported. No patient information. FDA safety report ID # (B)(4).